Event description:
The patient was not aware that her device had to be charged. Her battery has stopped and died. She has been charging for 24 hours and has not made progress in charging. Two days later it was reported that there was a coupling problem and she experienced no therapeutic benefit. She was at home and was having difficulty recharging her battery. Her 2 week follow up appointment was supposed to have been yesterday but was cancelled. She had been recharging for 2 days and only got to 1 bar of charge on the ins. She was feeling stimulation but the implant has been off. She never received education on recharging. She never gets past 3 coupling bars. The wound has not healed yet and was still bleeding. The stitches have not begun to come off. She cleans it as much as she can. ¿blood¿ happens when she pulls away the recharger. She has been trying to recharge through bandages. Stimulation was felt for 1.5 weeks but then it cut out because the device discharged. There was currently 1 bar. She was at 6v and 10v because of not getting any benefit from the device. She talked to her insurance company about explant of the device because she was not satisfied at all. The device was not working. Following device implant surgery her left side of her body felt numb and the right side did not get coverage. The spine and incision site was unbearable from the pain. It was also noted that the trial was the best 5 days of her life since 2004. Additional information has been requested.

Event description:
Follow up information received from the physician reported that then patient visited them shortly after the initial report and was ¿slow charged¿ their implantable neurostimulator (ins) on (B)(6) 2013. The patient did experienced pain as a result of not receiving stimulation therapy. The patient was re-educated on how to charge and it was noted that there was ¿nothing wrong with the device¿. It was reported that the patient was now doing well with the symptoms gone, and receiving effective therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Continuation: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013: product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013: product type lead. (B)(4).